Event description:
On (B)(6) 2014, I underwent a right total knee replacement. After months on continued pain, I underwent a right total knee revision on (B)(6) 2015, less than one year. The documented problem was that the bonding/cement did not adhere. I am still having pain to this day and must wear a brace.